Manufacturer narrative:
(Result) sensor coil cord.

Event description:
It was reported in a service report that the bed was losing power when the brake was engaged. No correlation could be determined between the brake system and the unit losing power. It was determined that root cause of the issue was a damaged sensor coil cord. No adverse consequences were reported.